Event description:
It was reported that the customer had high blood glucose level of 28.9 mmol/l. The customer had symptoms of high bg like nausea confusion , blurry, dizzy . Customer has been using insulin pump system within 48 hours of reported high bg event. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.